Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) spain alleging that the patient's one touch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up and the reporter could not provide further information when contacted by medical surveillance (ms). The reporter stated that on an unspecified date the patient obtained a result of ¿190mg/dl¿ on the subject meter which was allegedly ¿40% higher¿ than results obtained on another device (unknown meter), performed within an unknown time of each other. The reporter stated that the patient manages her diabetes by self-adjusting her insulin doses and administered ¿fast-acting insulin¿ (unknown dose) in response to the allegedly inaccurate results, but could not specify when. The reporter claimed that an unknown time after the issue occurred, the patient developed ¿hypoglycemia¿, but could not specify any symptoms, however stated that the patient obtained a result of ¿39mg/dl¿ on an unknown device. It is unknown what treatment, if any, the patient received. Troubleshooting was unable to be performed as the meter and strips were not available at the time of the initial call. This complaint is being reported as the reporter alleged that the patient developed a sign that meets lifescan&#38112;criteria of a serious hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: both the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.